Event description:
A pt reported experiencing inaccurate erratic results with a one toucn basic meter. Pt's blood glucose readings were 256 and 164 mg/dl. Tests were done 10 mins apart. Pt used no control solution and cleaned the meter incorrectly. Pt did not experience any adverse events. No further info has been reported.